Event description:
The customer reported that the system produced uncommanded x-rays. However, the fse replaced the generator interface board. This is consistent with a system lockup and there was no uncommanded x-ray. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into use.